Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified kugel hernia patch on (B)(6) 2002 and bard mesh (bard flat mesh) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 06-mar-2025 based on the date of awareness. This emdr represents the bard/davol kugel patch (device #1). Additional emdr was submitted to represent the bard flat mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as 06-mar-2025 based on the date of awareness. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This supplemental emdr represents kugel patch (device 1). An additional supplemental emdr was submitted to represent the bard flat mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified kugel hernia patch on (B)(6) 2002 and bard mesh (bard flat mesh) on (B)(6) 2003. As reported, the patient is making a claim for an adverse patient outcome against both the devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2002 ¿ patient was diagnosed with umbilical incisional hernia repair thereby underwent open repair with implant of kugel patch (device 1). Per operative notes, ¿the hernia defect from level of the umbilicus the sac was dissected. A circular piece of medium kugel patch (device 1) was placed over the defect against the abdominal wall and secured with sutures.¿ (B)(6) 2002 - patient was diagnosed with wound infection and mesh infection thereby underwent debridement of abdominal wound and removal of mesh. Per operative notes, ¿a large amount of pus with necrotic tissue was noted. The mesh (device 1) was removed completely, and pus was completely debrided. The wound was irrigated, and wound vac was placed.¿ (B)(6) 2003 - patient was diagnosed with recurrent ventral hernia and pain thereby underwent laparoscopic repair with implant of bard flat mesh (device 2). Per operative notes, ¿adhesions to the previous hernia sac was reduced. The recurred hernia was reduced, and bard flat mesh (device 2) was placed and sutured.¿